Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ h3 other text : device not returned.

Event description:
It was reported ongoing occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump, manual dose injection and a supply change. The customer resumed insulin therapy. Reportedly, the customer was using humalin u-500 brand insulin and was using trusteel infusion sets for longer than 2 days, which is considered off label insulin use per the tandem user guide.